Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, defib/pacer stress testing, bench handling, and defib cycling with ac and test batteries without duplicating the customer's report. The battery connection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 54-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.